Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. Approximately (2) two months post initial procedure a possible type ib endoleak is suspected.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix's operating procedures and work instructions. Where possible, endologix makes at least three good-faith efforts to retrieve the device related to the adverse event/incident, as well as the associated medical records and imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination used for device identification confirmed that the device was properly manufactured and released in accordance with the device master record. The review also confirmed that no manufacturing or processing non-conformities were identified that would contribute to the reported adverse event/incident. The device was not returned to endologix for evaluation, as it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the ovation ix, type ib endoleak of the left common iliac artery, and additional endovascular procedures are confirmed. This is consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. The final patient status remains unknown. The final patient status was not made available to endologix. No further investigation of this reported adverse event/incident is planned. However, if additional information relevant to the investigation outcome becomes available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. G3: awareness date has been updated. H6: health effect - impact code: remove code 4614. H6: investigation finding codes: remove code 3233. H6: investigation conclusion codes: remove code 11.

Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa) on (B)(6) 2024. Approximately (2) two months post initial procedure a possible type ib endoleak is suspected. Additional information: on (B)(6) 2024, the patient underwent a re-intervention during which the physician chose to implant an ovation ix iliac limb. It was reported that the type ib endoleak was successfully resolved. The patient's final status remains unknown, as this information was not provided to endologix.